Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Preventive maintenance was performed and no further issues were reported.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high crep2 creatinine plus ver. 2 result for one patient sample. The initial result was 18.3 mg/dl and was reported outside of the laboratory. A second sample tube from the patient was tested and the result was 7.9 mg/dl. On (B)(6) 2017, the original sample was repeated on another cobas analyzer and the result was 7.9 mg/dl. The sample was then repeated on the original analyzer and the result was 8.11 mg/dl. There was no allegation of an adverse event. The reagent lot number 269951. The expiration date was requested but was not provided. The preliminary investigation of the event determined carry over from the reagent probe was a probable cause.